Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the right atrial lead exhibited capture anomaly. The lead was not used and replaced. The patient was in stable condition prior, during, and post operation.